Event description:
On (B)(6)2010, a consumer reported by phone that "3 or 4 times we've had a condom break" and an "obgyn found a piece of condom lodged in my cervix."

Manufacturer narrative:
For further eval, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not yet been returned.